Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patency capsule was retained for over 72 hours. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patency capsule was retained for over 72 hours. The customer confirmed that the capsule was retained at the ileo-ileal anastomosis by performing a plain abdominal x-ray. 1 week later a follow up x ray was performed, and it did not show the radio frequency ID tag.